Manufacturer narrative:
Analysis was normal. No device problem found.

Event description:
New information received indicated the infection was not related to the device/system or a related procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-22844, 2017865-2020-22845. It was reported the patient presented with an infection. The system was explanted. No further information was known about this event. The patient was stable.